Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer entered a bg value of 320 (mg/dl) as an accidental input of 320 grams, and delivered a bolus of 25 units. Review of the pump data logs by tandem technical support showed that a bolus of 25 units had been programmed and delivered by the customer based off an input of 320 grams. At the time of the reported event, the customer reported bg level was in the 70's and 80's (mg/dl).